Event description:
It was reported that during the implant procedure, the purple stylet was very difficult to advance and almost locked up in the inner lumen of the lead. The physician had to pull with great force to free the stylet. The lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.